Event description:
The rptr states that she obtained a 144 mg/dl and 295 mg/dl blood glucose comparison on the accu-chek advantage sys. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.